Event description:
During a bankart repair procedure, the anchor broke. The surgeon pre-drilled the insertion site and upon insertion of the anchor it broke at the eyelet. The anchor was left imbedded in the patient's bone. A delay of 30 minutes took place. The procedure was completed with an additional twinfix anchor. No patient injury or complications resulted from this event. The surgeon uses the ao two-finger technique and is cognizant in maintaining axial alignment when inserting the anchors. No patient injury or complications resulted.